Event description:
After placement into the patient, the ablation catheter was not able to be flushed. The catheter was removed and replaced with no issue or harm to the patient. Manufacturer response for ablation catheter, thermocool smarttouch stsf ablation catheter (per site reporter), clinical site notified mfg rep directly.